Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a channel error 241.4140, stopping the medication. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of " channel error 241.4140" was confirmed through laboratory testing and log review. An external and internal inspection of the suspect pump module was carried out, and no issues or anomalies were found that could have contributed to the reported event, except for the defective lower pressure sensor. The pressure sensor malfunction product analysis procedure (dir (B)(4)) was performed on the suspect pump module. The infusion test performed at an infusion rate of 500ml/hr with a vtbi of 1000ml and don't cause a channel error. The analog sensor task would show the voltage of the sensor with zero (0) load on the pressure sensor pad. The manufacturer¿s voltage specification with zero (0) load for fsa pressure sensors is 1 volt +/- 0.154 volts. The pump module s/n (B)(6) lower pressure sensor were found to be out of specification. A replacement of the lower pressure sensor was carried out on the device. The asm analog sensor task was performed with a known good pressure sensor on the device. The pressure sensors were found to be within of specification. After performing the tests, the original lower pressure sensor of the pump module was reinstalled. A review of the logs confirmed the reported channel error code "241.4140" by the facility on (B)(6) 2025, at 4:16 pm. The last infusion performed on the suspect pump module occurred on (B)(6) 2025, at 3:18 pm. It was programmed with an infusion rate of 6 ml/h and a vtbi of 28 ml. At 4:16 pm, the channel malfunction "241.4140" was recorded. Per the bd alaris channel error tipsheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The alaris system user manual recommends that the pump module is inspected for damage before each usage. Ensure no extraneous objects (for example, bedding tubing, gloves) are enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the cause of this channel error code 241.4140 (sensor broken low failure) is attributed to a malfunctioning patient-side pressure sensor; however, the root cause of the pressure sensor malfunction was not determined. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a channel error 241.4140, stopping the medication. There was patient involvement but no harm.